Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the loss of x-ray imaging functionality was caused by a drop down of the 5.1v voltage of the power supply d601 within the generator. This is a known behavior caused by contact resistances at the plug of the board and/or at the fuses. Siemens has initiated a field corrective action via update instructions ax038/18/s and ax039/18/s. This correction has been reported to the FDA via 806.10 report # 2240869-06/12/19-0039-c. After hardware replacement there were no further errors reported and the system works as intended. The production has been changed and corrective measures have already been taken. The manufacturer is not considering any further action resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.